Event description:
It was reported that the patient had an extreme case of twiddler's but experienced no symptoms. All the leads were pulled back. The capture thresholds were elevated on the right ventricular (rv), right atrial (ra) and left ventricular (lv) leads. The sensing had dropped and pacing impedance was high on both the rv and ra leads. The system was explanted and replaced. The patient was stable.